Manufacturer narrative:
No sample has been returned for evaluation for the report of blurry vision and high pressure; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product IFU. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent implant device, her husband experienced blurry vision and pressures into the 50's. He was required to have a second shunt procedure and was given medications to take daily. Additional information was requested.